Manufacturer narrative:
Product not available for evaluation. The complaint unit lot number is unknown; therefore, DHR review is not possible. The failure analysis was not possible because the unit involved in the reported event will not be returned for evaluation. Thus, the reported condition is unconfirmed. As per information provided by our scientific affairs team: nerve swelling may be related to nerve entrapment of some sort; too tight a nerve wrap, or the nerve may have been inadvertently ligated with a suture. The peroneal nerve (aka: common fibular nerve common peroneal nerve; external popliteal nerve; lateral popliteal nerve) is frequently involved in entrapment neuropathies around the knee; also, it could be affected in diabetic patients, but none of these can be confirmed with the information at hand. Therefore, the root cause is undetermined.

Event description:
Information provided by the patient: "I had decompression surgery on my left common peroneal nerve on the (B)(6) 2020. 4 weeks post op I started to feel extreme nerve pain to the point it felt like my leg was going to explode. I was in a state of panic as the country was put into lockdown. I was lucky enough that my surgeon was able to get me in for emergency surgery to remove the wrap where he found that my nerve had swelled to twice it¿s size. This surgery was done on the (B)(6) 2020. I was lucky I was able to have the surgery as I think I would have been dead from the pain. It has also caused me extreme pain up until now where I am waiting for the swelling to reduce." Additional information received form the sales representative: he checked with the surgeon and he says it was not the implant at fault, but a difficult patient.